Event description:
It was initially reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be used during a gastric biopsy procedure performed on (B)(6) 2009. According to the complainant, during preparation, it was noted that the cups would not open. The procedure was completed with another radial jaw 3 single use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; fractured tang hole.

Manufacturer narrative:
(B)(4) - won't open. A visual examination of the returned device found that the tang hole was broken and the pull wire had come out. The fractured part was sent for sem material analysis. The fractured surface exhibited a concave shape along with surface characteristics consistent with arrested material during the solidification process (material cold flow). The device welding and riveting was found to be within the manufacturing specifications. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint that the jaws would not open. The most probable root cause is a supplier manufacture issue. The failure occurred due to material cold flow at the solidification process. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).